Event description:
Setting up the endoflip for hiatal hernia repair. After all steps were followed to purge the catheter an error message was received. Repeat testing was performed with the catheter test continuing to run for 10 plus minutes (instead of usual 3). The catheter and syringe were placed in a bag, and a new catheter and syringe were retrieved.